Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, red particles, wear abrasion, creases, and cloudiness in the gel observed after autoclave disinfection process. A weight test of the device was verified and the device was within specification. Based on the device analysis, the final assessment was no issues found related with the manufacturing.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii and a unilateral replacement due to concern with the product. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii and a unilateral replacement due to concern with the product. The device was explanted.